Event description:
A surgeon reports that 1.5 yrs following bilateral intraocular lens (iol) implant surgery, a pt has decreased visual acuity. The cornea and posterior capsule are clear. Both lenses were observed to have small white dots on the surface. There are two MFR's device reports associated with this event.

Manufacturer narrative:
The prod was not returned for analysis; the device remains implanted. Results from the prod history record review indicated the prod met release criteria. There have been no other complaints reported in the lot #. Add'l info was requested and rec'd.